Event description:
Doctor claims that the abutment is too wide and he was unable to seat it comfortably on the patient due to it pinching the papilla. He is requesting that we remake the abutment. Procedure required second surgery to complete. This is a reportable serious injury.